Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, the monitor was unable to power on. The cause for the failure was isolated to a shorted u1005 component on the computer/analog board. The root cause for the shorted u1005 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to power on.